Event description:
The customer reported multiple cartridges did not fully snap into the pump. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.